Manufacturer narrative:
The 00mlx xenon lightsource was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the unit blew fuses while running. The unit was put to run for 2 hours and blew a fuse and shut down. The power supply and fuses were replaced. Thereafter, the unit ran for additional two hours and did not blow a fuse. Root cause - the reported complaint is confirmed. Evaluation identified blown fuses due to a failing power supply. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that mlx 300w xenon lightsource (00mlx) blows fuses and would not turn on. They suspected the power supply to be the issue. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.